Event description:
It was reported that the right atrial (ra) lead had been damaged. The patient arrived at the hospital to treat bradycardia. It was noted that the patient experienced pain/discomfort. The ra lead exhibited loss of capture in bipolar configuration during lead testing. Additionally, it was noted that there was noise, high capture thresholds, and pacing inhibition. The configuration was changed to unipolar until the lead was surgically abandoned and replaced. X-ray imaging showed that the lead had kinks and bends in the subclavian region. No additional adverse patient effects were reported.